Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving a dose of 0.5298mg/day at an unknown concentration of hydromorphone and a dose of 105.97mcg/day at an unknown concentration of lioresal baclofen via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was experiencing baclofen withdrawal. Patient is on the way to the emergency room. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.